Event description:
Augmented in 1971 with silicone gel mammary implants. Now presents with left breast pain. No history of cancer. Pt has class IV capsule on left, and class iii capsule on right. On 1-7-99, bilateral implant and capsule removal.